Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A hospital mortician reported that he was given the patient's generator to return for analysis. The generator was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012 due to 'device not working'. The explanted lead and generator were discarded by the hospital.

Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing at an office visit. The patient had no trauma and does not manipulate the vns. The vns was not disabled, but it was recommended to the reporter to disable the vns due to the high lead impedance. X-rays were performed but were not forwarded to the manufacturer for review. The patient has been referred for vns revision surgery, but this has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.